Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during debridement treatment, one (1) versajet ii console was leaking at the pump interface, was stuck as they insert the hand piece and the area around looks eroded. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H6: the device was returned for evaluation. The visual inspection revealed that there is small amount of corrosion on the user interface. The top casing was opened to reveal the interior of the device, and a broken and detached cooling fan was observed. The functional evaluation revealed that the device was noisy when powered on due to the broken cooling fan. There was no leak at the pump interface. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no other complaints with the same serial number, as this is a unique serial device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Additionally, a historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. The root cause for the corrosion has been determined to be a buildup of salt deposits from saline solution within the user interface. The console and handpiece instructions for use mitigates this failure mode by advising that the user inspects and clean the interlock with a damp cloth to avoid degradation over time. It is also advised to ensure the saline supply does not run dry during debridement, as frequent re-priming involving insertion and removal of handpieces allows for saline spillage and ingress into user interface. Additionally, the noise is caused by the fan being detached, which may result from prolonged use, damage from misuse, or rough handling. It is recommended that all reusable devices be routinely inspected for signs of wear or damage and replaced as necessary. The observed failure modes are attributable to progressive wear of the device due to extended use and/or improper handling. At this time, we have no reason to suspect that the device failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Corrected data: h6 (medical device problem code).